Event description:
Healthcare professional reported a left side saline implant inflation, stating "there was a hole in it, " and "instead of leaking fluid out, it sucked in". The reporter indicated there was "valve failure on the left side," and the device "maybe started at 200 something ml, so it doubled in size" (to 450 ml). The type of saline used is unk.

Manufacturer narrative:
Analysis of device labeling for the event of capsular contracture states: "patients should be advised that capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. Capsular contracture occurs more commonly in revision patients than in primary augmentation or reconstruction patients. Capsular contracture is also a risk factor for implant deflation, and it is one of the most common reasons for reoperation." "Patients should also be advised that additional surgery may be needed in cases where pain and/or firmness are severe. This surgery ranges from removal of the implant capsule tissue to removal and possible replacement of the implant itself. The surgery may result in loss of breast tissue. Capsular contracture may happen again after these additional surgeries. Capsular contracture may increase the risk of deflation."

Event description:
Additional information: healthcare professional reported additional event of left side capsular contracture, baker grade IV. Device has been removed.

Manufacturer narrative:
Unique identifier (UDI) #: (B)(4). Device labeling reviewed: pts should be advised that implants are not considered life time devices and they will likely undergo implant removal, with or without replacement, over the course of their life. Pts should also be advised that the changes to their breasts following explantation are irreversible. There were no reported events of inflation for pts in the a95/r95 studies cited in the labeling for saline implants.